Manufacturer narrative:
The device was returned to olympus for inspection. Upon receipt and inspection of the returned device, foreign material was discovered on the light guide lens. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the receipt and inspection of the returned device, it was discovered that the bronchofibervideoscope exhibited deposits of foreign material on the light guide lens. There was no patient involvement.